Manufacturer narrative:
(B)(4).

Event description:
It was reported "unable to obtain ap waveform from fos or xducer on pump". The pump console was swapped to continue therapy. No patient injury or consequence reported. The patient's current condition is reported as "critical".

Manufacturer narrative:
Qn#(B)(4). The reported complaint for "unable to obtain ap waveform from fos or xducer on pump" was confirmed by the field service agent. The product was not returned for investigation. According to the service report, the fos board was replaced. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action is required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported "unable to obtain ap waveform from fos or xducer on pump". The pump console was swapped to continue therapy. No patient injury or consequence reported. The patient's current condition is reported as "critical".